Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure mi. The indication for the index procedure was unstable angina pectoris. At the time of the index procedure, angiography revealed 80% stenosis to the proximal rca. The lesion was described at 30 mm in length, heavily calcified, extreme tortuosity, b1 and de novo. The referenced vessel was 2.75 mm in diameter. The lesion was pre-dilated with a 2.5 x 30 mm balloon at 10 atm. The site reported that a type a dissection occurred prior to cypher rx stent implantation. The dissection was caused by a non-cords guide wire. A 2.75 x 33 mm cypher stent was implanted at 14 atm. The stent was post-dilated as standard procedure with a 2.75 x 33 mm balloon at 17 atm. The day after the index procedure, the ck-mb was 10.3 (uln 6.4). The study coordinator confirmed that the patient did not have any chest pain. The patient was discharged home the next day. The investigator felt the elevation was not clinically significant. Per the cec adjudication minutes received on 5/30/12, the committee determined that the patient experienced a peri-procedure mi based on the elevated enzymes.

Manufacturer narrative:
Concomitant medications: synthroid 112 mcg qd, toprolol xl 50mg qd, crestor 10mg qd, ultra mega 1tab qd, and calcium complete 2tabs qd. Complaint conclusion: based on the cec adjudication minutes, a cypress study patient experienced a peri-procedure mi. This is a (B)(6) female with medical history including angina, hyperlipidemia, hypertension, chronic obstructive pulmonary disease, osteoarthritis, hypothyroidism, and smoking. The indication for the index procedure was unstable angina pectoris. At the time of the index procedure, angiography revealed 80% stenosis to the proximal rca. The lesion was described at 30 mm in length, heavily calcified, extreme tortuosity, b1 and de novo. The referenced vessel was 2.75 mm in diameter. The lesion was pre-dilated with a 2.5 x 30 mm balloon at 10 atm. The site reported that a type a dissection occurred prior to cypher rx stent implantation. The dissection was caused by a non-cords guide wire. A 2.75 x 33 mm cypher stent was implanted at 14 atm. The stent was post-dilated as standard procedure with a 2.75 x 33 mm balloon at 17 atm. The day after the index procedure, the ck-mb was 10.3 (uln 6.4). The study coordinator confirmed that the patient did not have any chest pain. The patient was discharged home the next day on dual anti-platelet therapy. The investigator felt the elevation was not clinically significant. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure mi based on the elevated enzymes. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15097311 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.